Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect: clinical code e0122 - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the cgm reading was 76 mg/dl and they had no more bg test strip to do fingersticks. The patient started to feel that he couldn´t move, he couldn´t stand and was feeling lightheaded. They called emergency medical services (ems) and the paramedics took a blood glucose reading which was 43 mg/dl and the cgm reading was 74 mg/dl. The paramedics made him eat chocolate for treatment; there was no additional treatment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.